Manufacturer narrative:
Concomitant medical products: product ID: 977a160, serial# (B)(4), implanted: 2015-(B)(6), product type: lead. Product ID: 977a160, serial# (B)(4), implanted: 2015-(B)(6), product type: lead. (B)(4).

Event description:
It was reported that the patient was believed to have an infection and implant was removed as result of this event. No alleged product issue. No diagnostic testing or troubleshooting was required. It was later reported that the patient was doing well with no sign of infection.